Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip has fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for dorsal height adjuster for the failure of fracture. The failure could possibly be attributed to the repeated usage and/or excessive forces being applied beyond the intended use of the instrument leading to the fracture of the device. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a revision surgery, a cypher dorsal height adjuster tip fractured off in a polaris ha screw. The fragment was retrieved from the screw, however the screw remained implanted.

Event description:
It was reported that during a revision surgery, a cypher dorsal height adjuster tip fractured off in a polaris ha screw. The fragment was retrieved from the screw, however the screw remained implanted.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.